Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a plum 360 infuser alleging an over-delivery to the patient. It was reported that the nurse noted around 0500 that the bag had been infusing at approximately 10 ml per hr. During the last rounds before shift change,it was noted that the bag of fentanyl was almost empty and should not have been that low. It appears the pump delivered a large dose of fentanyl to the patient. Pharmacy was notified about the incident immediately. Intensivist was notified about the incident, and the primary nurse wrote an incident report. The pump was removed from the room so the pharmacy could obtain and investigate. It was noted that 443ml of fluids was given within 11hours. Fentanyl 0.7mcg per kg per hr. (6ml per hr.) Was infusing in the customer. Fentanyl concentration at the time of the event was 10mcg/1ml. The medication was infused via the femoral central line. There was patient involvement but no patient harm reported.